Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approx 7.2 cm from the distal tip. The catheter appears to have ruptured during onyx delivery due to over-pressurization as a result of an occlusion within the catheter. Results: catheter rupture. (B)(4).

Event description:
It was reported during onyx injection, the catheter burst and onyx was observed leaking at the proximal part of the catheter. No pt injury reported. Same event as MDR # 20209214-2010-00139.